Manufacturer narrative:
Concomitant medical products: unknown manufacturer amplatz wire guide. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 29jul2020 states that the access site was the left internal jugular vein. No anatomical difficulties were noted. The wire guide was through the device and into the portal system. The separation occurred when the black catheter and metal cannula was being removed from the patient. The operator reported the only force being applied was on the white fitting of the black catheter as it was being removed from the patient.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation, this event is not reportable. Further analysis of the returned device revealed that it was the black trt catheter that experienced the separation. There is no information confirming device malfunction or serious injury. Replacement of device to complete procedure is negligible harm and does not meet the criteria for a reportable event. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: lead tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt (tips) procedure. The operator reported that the "outer catheter separated/pulled out of the hub." Nothing separated within the patient. The device was removed and another similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.